Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin pump alarmed several times and error alarm during the prime process. It was stated that the piston continued to move forward after it makes contact with the reservoir, and the insulin was squirting out. Advised that the insulin pump will be replaced. No further info was provided.